Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawers were offline. It was reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers went offline due to incorrect drawer configuration. A technical support specialist disabled the firewall and power management settings to resolve the issue. The system functioned as intended after the technical support specialist had troubleshot the device.